Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, there was an image issue. The field service engineer checked the subject device and found that image horizontal lines noise issue, and image flickering and color tone issue occurred while moving the camera head cable due to camera cable faulty. It was also reported that the image disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that flicker was in the image due to defective cable unit. Water leakage was also found from the water-resistance cap. Omsc presumed that the image failure occurred due to the following reasons. * water got inside the device from the water-resistance cap, and this deteriorated the cable or destroyed the electronic circuits, resulting in communication failure.